Event description:
General report received of an unspecified number of undocumented incidents of air in the safeset reservoirs. After unspecified lengths of time in use, it was reported that "small bubbles" were noted in the safeset reservoirs. The nurses removed the air bubbles and the procedures were resumed. No air was delivered to the patients. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the devices were discarded.